Manufacturer narrative:
In response to FDA report number mw5086093. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "infections, candida". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "infections, candida." Device has been explanted.

Event description:
Patient reported left side "infections, candida." Device has been explanted.

Manufacturer narrative:
Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Environmental monitoring results and increased monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. A review of the device history record has been completed. No deviations or non-conformances noted.